Manufacturer narrative:
Additional narrative: serial number unknown. The serial number was unknown. Therefore, device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the monitor of the console device displayed an e8 error code. It was reported that the operating room nurse tried many times to turn the power switch off and then back on; however, the issue still persisted. It was reported that the issue was resolved after the device was switched with a new console device and used with the same handpiece device. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information was received from the reporter that stated this event was created in error. The reporter stated that there is no event associated with this device, and the device will not be submitted for evaluation. Therefore, no further investigation will be performed.